Event description:
Allegedly the patient was revised due to mom complications: pain; metallosis; elevated cocr levels head and neck came out as one. Cup pulled and replaced with biomet shell and liner, 4 screws.